Event description:
On (B)(6) 2015, during an atherectomy procedure, the end of the wire guide snapped off while using another manufacturer's device. The distal portion was left inside the patients body. The distal portion will remain inside the patients body as it is unable to be removed due to the tiny vessel. The user facility was unable to complete the procedure.

Manufacturer narrative:
(B)(4). The event is currently under investigation.